Event description:
A customer reported an issue involving a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to examine various pump components and performed maintenance tasks such as cleaning the pneumatic tap area and ensuring the cartridge was properly installed. Following these actions, the customer successfully completed the cartridge loading process and was able to resume insulin therapy. No additional information was received regarding the outcome of the event.